Event description:
It was reported that the device was prophylactically explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. No malfunction was reported, and the patient is in stable condition with no adverse consequences.

Manufacturer narrative:
The device was returned for evaluation. The device was received with no telemetry communication and visual inspection performed as received noticed the device header was missing. Unable to perform visual evaluation of the header as well as functional testing due to header damage. Further evaluation after cutting open the device case and connecting the device to an external power source found high current which was isolated to a faulty component in the circuitry which depleted the battery prematurely.